Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that the surgeon was placing a midface screw into the zygomatic arch. The screw head broke off. A hemostat was used to remove the threads left in the bone. The surgeon then redrilled the hole made by the broken screw and inserted a new screw without any issues. There was a second screw that broke on the left frontal bone when being placed. The screw body was removed with a hemostat and drilled on another place. All remains of the screws were removed from the patient. There was a 5 minute delay. This is report number 1 of 2 for (B)(4).